Event description:
It was reported the patient experienced over-stimulation in her legs and feet and changing programs did not resolve the issue. The reprogramming was unable to regain effective stimulation. The sjm representative will reprogram again as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.